Event description:
Hcp reported seeing a pt approximately 2 years ago who was hospitalized for 7 days before hcp was notified. Pt had intraspinal drug delivery system and receiving 25 mg/ml "infumorph" for chronic non cancer pain. Pt's neurological status had deteriorated with delay of diagnosis unit pt was paraplegic. Pt and device was paraplegic. Pt and device identifiers, treatment provided and final status today not reported. Pt and device identifiers, treatment provided and final status today not reported. A follow up medwatch report will filed when additional info is provided.